Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer (e411). The customer stated that an alarm occurred on the analyzer during routine testing. The analyzer switched to using a new hcgstat reagent pack on board the analyzer, so controls were measured. Controls were outside of range, so the calibration was performed. Calibration failed once, but after repeating, it was successful. The complained sample was measured during this time. The customer suspects there may have been a cross contamination of samples caused by occurrence of the instrument alarm. The customer also uses a dispensing machine to aliquot samples. Another patient sample tested prior to the complained sample had a high value of 700000 miu/ml. The complained sample was tested, resulting with an hcgstat value of 6 miu/ml. The sample was repeated, resulting as 6 miu/ml. The 6 miu/ml value was reported outside of the laboratory and there was no inquiry form the physician. On (B)(6) 2018, another sample tube collected from the patient at the same time of the complained sample was tested for hcgstat, resulting as below the assay sensitivity (0.5 miu/ml). A frozen aliquot from this same sample tube was tested, resulting as below the assay sensitivity (0.5 miu/ml). No adverse events were alleged to have occurred with the patient. The hcgstat reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The results suggest that only the complained sample tube was somehow contaminated with the hcg analyte. Other aliquots of the sample were not contaminated. Due to the use of disposable pipette tips, a contamination of the complained sample tube on the analyzer can be excluded. Upon review of the alarm trace, there were no alarms relevant to the event. The investigation was unable to find a definitive root cause.